Manufacturer narrative:
Findings: unit passed displacement test and basic occlusion test. No motor error alarms noted. However, unit alarmed a33 at 2.5 pounds during prime/a33 test due to faulty fsr (gold). Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm motor error during prime. Customer's blood glucose was unknown mg/dl. The customer does not recall any significant events leading to the alarm. Customer was advised to discontinue use of the device and agreed to return the product for analysis. The customer was advised that the device would be replaced and agreed to return the product for analysis.